Event description:
The patient reported that the device is not sticking to them. The patient mentioned that due to the device falling off, the insulin leaks. The device is applied on the patient's abdomen. The patient reported that sometimes when the device falls off, the needle sticks her, and it causes pain. No specific event dates were reported. There is no device available for return to the manufacturer for evaluation.

Manufacturer narrative:
D4, h4: the reported lot number is not valid. Therefore, the UDI and manufacture date could not be verified. Adverse event (ae) assessment: the ae assessor has not been able to reach the patient for further investigation of the concern. Without speaking with the patient, the ae assessor is unable to fully understand the contributing factors. The information provided by the call center is what is available for the investigation of this case. The patient reported insulin dripping on her skin from the vgo and the needle poking her. Both are likely due to nonadherence of the vgo adhesive. The patient lives in a part of the u.s. That is hot and humid this time of year with temperatures reaching in the high 90s degrees f. With excessive heat warnings which can result in excessive skin perspiration. The v-go requires placing on a flat area of tissue. Therefore, both the excessive heat as well as improper placement can contribute to the v-go not adhering. The report of pain is not a serious adverse event. If additional information becomes available, this case will be reassessed.